Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. Per the manufacturer representative the site is replacing this system with new system and refused further services for this system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9735585, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was becoming un responsive. They booted into the cranial software and the system exited to a blue screen. They hard rebooted and were able to continue. No patient was present at the time of the event. The manufacturer representative stated that they were able to reseat cables and check the emitter cable and not able to replicate the issue. They were going to uninstall and reinstall the software.